Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for cancer chemotherapy. The pump was used to deliver saline and heparin. Dose and concentration information was unknown. It was reported that the patient was seen the weekend of (B)(6) 2024 in an urgent care facility due to missing a refill and the pump reservoir was empty. The pump was refilled and the programming was updated. Since that time, a critical alarm was occurring every two hours. The patient had magnetic imaging (MRI) on (B)(6) 2024 and went into the office because the pump had been alarming since the weekend. Logs were checked and showed a low reservoir alarm, empty reservoir alarm, a motor stall and motor stall recovery. There were no active alarms at the time of the call to technical services and the active alarm was not present on the home screen. The synchromed application on the reporting nurse's tablet was version 1. It was confirmed with technical services that the programming was accurate and every tab was reviewed to confirm. The reporting nurse was transferred to healthcare information technology (h cit) and successfully downloaded the upgraded clinician software, reinterrogated, the pump, and silenced the alarm.